Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the end of the tubing became disconnected from the patient's uv catheter and stopcock. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an unintended disconnection was not confirmed. Visual inspection showed no anomalies. Functional testing and pressure testing resulted in no disconnections. The root cause was not identified.

Event description:
There was no leak from the disconnection. Lab work was drawn and the results were normal.